Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 444 mg/dl and was taken to the emergency room (ER). The cause of bg was unknown. After one hour in the ER, the customer was subsequently hospitalized. The customer received intravenous fluids and saline as treatment which resolved bg. The customer was discharged from the hospital on (B)(6) 2022 without permanent damage. Tandem technical support performed a pump system check and determined the pump was functioning as intended.